Event description:
It was reported that the lead measurements showed a variable range from 800 ohms to over 3000 ohms. Also noted was that capture management had measured high thresholds and was programmed off. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.